Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock (n35c) could not connect to the injector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, the tips of the safety sleeve were observed damaged, however, the injector was able to connect to the connector product. As a lot number was unknown for this incident, a production history review could not be completed and additional retained samples could not be investigated. Safety sleeve breakage typically occurs when the injector is mishandled. If the tips of the safely sleeve are dislocated, the injector is activated which results in needle exposure. According to jfrl report: visual inspection shows the tips of the broken safety sleeve damaged. Injector could be connected to the connector. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula.

Event description:
It was reported that a bd phaseal¿ injector luer lock (n35c) could not connect to the injector. There was no report of exposure, serious injury or medical intervention.